Event description:
The customer reported, the 9900 system intermittently would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and the software was reloaded. The system was tested and operates as intended.